Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed a ¿belt slip" error message on roller pump display while the pump was running in forward direction. During internal inspection, the pst observed grease/oil leaking from the main bearing onto encoder wheel and drive belt causing the ¿belt slip" error message on pump display. This roller pump was manufactured with the original main bearing and service records show no replacement of the bearing throughout the life of the device. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Correction: the reported issue occurred during priming of the device for a cardiopulmonary bypass procedure. A "belt slip" error message was displayed on the roller pump in the vent position. The surgical procedure was completed successfully and no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed), the ccp told him the tubing was cold but that usually doesn't matter. The last preventive maintenance (pm) performed by the manufacturer was may/june 2014. The field service representative (fsr) said they started using a third party company for pms after that.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the inner belt was slipping when trying to setup the roller pump. As a result, an alternate device was employed. There was no delay and no blood loss. No other details regarding the nature of this event were provided.